Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 5076 x2 leads, (B)(6) 2013. (B)(4).

Event description:
It was reported the patient presented to the emergency department in heart failure. The patient had shortness of breath and some weight gain. The patient condition was thought to be related to the device. The patient was admitted for 9 days. Medications were adjusted and the device remains in use. No further patient complications have been reported as a result of this event.